Event description:
As the neuron delivery catheter 070 was removed from the package, it appeared to be kinked at the distal and mid part of the catheter.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing record for this lot was reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device discarded by hospital.